Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one autosonix* ultra shears* 5 mm instrument opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The instrument was connected to pmv equipment and registered a mechanical fault. The instrument was disassembled. A crack in the proximal portion of the probe shaft was found. Based on these observations, the cause of the mechanical fault was determined to be the crack in the probe. Visual and functional testing of the returned product confirmed the product did not meet quality specifications. Replication of the cracked probe shaft may occur when the probe shaft makes contact with the out tube while the system was energized. The instructions for use for this product states: avoid using the ultra shears* device as a lever, either while dissecting or while activating the instrument. Added stress to the tip may cause the probe to touch in the inner tube portion of the instrument, resulting in mechanical failure and/or rendering the instrument inoperable. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device received for evaluation. Device evaluation pending. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic living donor nephrectomy procedure, the device cut the tissue poorly. A new device was used to continue the procedure.